Event description:
Additional information received reported that the patient had a change of therapy where first occurred in (B)(6) 2015. The patient stated that they had an appointment scheduled for (B)(6) 2015 with the current surgeon and after which they were going to transfer their care to a primary care physician (pcp). If additional information is received, a follow-up report will be sent. See manufacturer's report # 3004209178-2015-22168 for the patient's previous device issue.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708160, serial# (B)(4)implanted: (B)(6) 2015, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A health care provider reported that the consumer with an implantable neurostimulator's right side was not working. The health care provider thought that it has not worked since implant but was unsure. It was also indicated that the healthcare provider reported that their therapy was not working on the right side. The indication for use was myelopathy and spinal pain. Should additional information be received, the event will be updated accordingly.

Event description:
Additional information received from the consumer reported an issue with no coverage in the right side occurred shortly after implant. A reprogramming session was completed and that resolved the issue.